Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had an exposed wire at the working end of the instrument. There was no report of patient involvement or patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.